Manufacturer narrative:
H6, health effect - impact code was updated. H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual inspection of the returned device found that it is not in its original packaging. The anchor is fractured at the proximal end and the insertion device is deformed at that distal end. There was no suture material returned. Both the anchor and the insertion device have debris on them. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Investigation results updated: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual inspection of the returned device found that it is not in its original packaging. The anchor is fractured at the proximal end and the insertion device is deformed at that distal end. There was no suture material returned. Both the anchor and the insertion device have debris on them. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No clinically relevant supporting documentation was provided for inclusion in a medical investigation. The bioraptor anchor is implantable, biocompatibility is not an issue. If retained micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
The reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A review of the raw materials found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the "bioraptor knotless suture anchor" broke. It is unknown whether the event happened during surgery and if there was patient involvement. It is unknown if there was a delay or if a backup device was available and how the issue was resolved.